Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure involving a farawave catheter, a leak was observed. The farawave catheter was removed from body to perform a post ablation map. Upon reinsertion, it was discovered that the flush port lumen was no longer clear and no fluid was dripping from the proximal end of the basket (exit of the flush port). Attempts to flush with syringe were unsuccessful. The catheter was replaced, and the procedure was completed, no patient complications were reported. The catheter is expected to be retuned for analysis.